Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of the wireless recharger (sn: (B)(6) ) revealed that led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lights are repeatedly flashing on the wireless recharger and they can't get it out of that. No symptoms reported. Additional information was received from a manufacturer representative (rep) reporting that the cause may be due to the fact that it was not set on the recharging dock properly and left for at least 20 seconds and then to charge it fully. The issue was not resolved and the patient also had a second recharger with the same issue. They got the recharger in may and this week, the same issue happened to their recharger as this one. The nurse confirmed that the patient was a fiddler and would play constantly with their dbs equipment. The wrs had to be replaced.